Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received and electronic data, the reported incident is verified to have occurred, but the cause could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing ref: 3009600098-2020-00029, 2184149-2020-00240. During the procedure, the start up of the system was significantly prolonged and "ffr receiver fault detect" was displayed after startup. The connection between the catheter and the doc failed many times. It took two to three times to connect successfully. After detection the imaging effect was not good, the brightness and contrast were not high, and the nature of the plaque could not be seen clearly. The procedure was completed with the system with no adverse patient consequences.